Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room and was admitted to the intensive care unit (ICU) at (B)(6) hospital with diabetic ketoacidosis (dka) and heat exhaustion on (B)(6) 2026. The patient's blood glucose levels reached up to 400 mg/dl while wearing the pod for between 49 and 71 hours. The patient reported that the pod fell off the infusion site (abdomen), causing the cannula to dislodge. Symptoms included hyperglycemia, multiple episodes of vomiting, nausea, and fever. The patient was reportedly treated with insulin, potassium, and electrolyte infusions. The patient was hospitalized for approximately five days before being discharged on (B)(6) 2026. The patient resumed insulin therapy by applying a new pod.